Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of t-waves and atrial fibrillation (af) resulting in multiple inappropriately treated episodes. Device data was sent to rhythmcare for review. Rhythmcare then discussed programming options and further troubleshooting options to be considered. This device remains in service. No additional adverse patient effects were reported.